Event description:
Preoperatively, the patient was in cardiogenic shock secondary to "acute aortic insufficiency and stenosis". According to information provided by the surgeon at explant, this valve contained pannus & vegetation entrapping both leaflets in the open position and causing obstruction of the orifice. There was a "large paravalvular discommunication" of the valve and the annulus. There was "no absolute evidence" of infection. A sjm 21ahp j-505, was then implanted and the patient was reported to be doing well.